Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ¿internal battery clip was broken¿ could not be confirmed through this evaluation. Event details indicated a replacement battery clip was sent to the customer site. Additional information communicated on 24sep2021 indicated replacement of the clip did not fix the problem. The information indicated no product is returning at this time for an evaluation. A root cause that attributed to the damage could not be determined during the evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the power module associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Power module was shipped to the customer on 01may2013. The power module instructions for use (IFU) (section 5) covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. The heartmate ii IFU and heartmate 3 IFU, have details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the customer's power module internal battery clip was broken. Technical services was to provide new clip and the customer would install the clip. It was reported that replacement of the clip did not fix the problem and the device would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's power module internal battery clip was broken. Technical service will provide new clip and the customer will install the clip.